Event description:
It was reported that a proultra tip #5 separated; the separated piece was retrieved without injury.

Manufacturer narrative:
Though there was no report of pt injury, there have been previous reports of this malfunction in the past two years that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr). Therefore, this event is reportable . The device was returned, visually inspected, and found to have separated approximately 15mm from bend. Also, a DHR review was conducted with no abnormalities noted.